Event description:
It was reported that during a procedure, using an ultrasonic scalpel, "the hinge fell off the ace45e and fell into the patient." No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for evaluation; therefore, the reported issue could not be substantiated and a conclusive root cause could not be determined. Typically, broken blades are a result of the blade contacting a hard object, possibly a staple or surgical clip, during clinical use (i.e. End user technique contrary to the IFU). The instructions for use for reprocessed ultrasonic scalpels states: "take care to avoid application of pressure between the blade and tissue pad without tissue between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed." "Avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." The device history record for reported device indicates that the complaint device passed all applicable inspections and tests prior to release. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report number 1056128-2013-00195 where the tip of the device fell into the patient and the patient had to be opened up to remove the tip, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device. Device not returned.